Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported break and treatment cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. Factors that may contribute to stent break include, but are not limited to, inflation above rated burst pressure, interaction with challenging anatomy, interaction with accessory devices or manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported break. Another stent was used to treat the broken stent. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, heavily calcified, heavily tortuous right coronary artery that is 95% stenosed. After a 2.75x48mm xience xpedition drug-eluting stent (des) was implanted at the target lesion, the des strut was noted to be cracked. A 2.75x28mm xience xpedition des was used to cover the cracked stent. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.